Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed there was no prolongation of the procedure and the surgery was completed successfully.

Manufacturer narrative:
A product investigation was completed: the evaluation has shown that the blue plastic handle is broken apart as complained. The manufacturing documents of this device were reviewed and no complaint related issues were found. The inspection of the broken handle has shown that there are some marks of heavy hammer blows are visible close to the fracture zone. Therefore it is likely that a strong hammer blow did lead to a mechanical overload and finally the breakage as this plastic handle is not designed to take such forces. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product problem field was for report type was inadvertently not checked on initial medwatch report (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: may 29, 2015. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported all broken off fragments were removed. The surgery was successfully completed. There was no patient harm.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Although requested, additional information has not been received by the manufacturer as of the submission date of this report. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the handle of the inserter for titanium elastic nails broke off during an unspecified surgery on (B)(6) 2016. There was no report of surgical delay or patient harm. This report is 1 of 1 for (B)(4).